Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the wrong medication was issued and both drawers opened at the same time. A technical support specialist confirmed with customer the oxycodone 10mg pocket was opened after pulled the sulfameth/trimeth 800/160mg tab. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The system functioned as intended technichinal support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system item was issued wrongly. The customer stated that the issued sulfameth/trimeth 800/160mg tab and its opened unexpectedly oxycodone 10mg tab. There was no delay in patient care workflow. The customer added that this malfunction occurred when trying to issue a medication to a patient. There were no adverse events or injuries reported based on this event.